Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: hi (result > 600 mg/dl) aviva combo system and 75 mg/dl (aviva system). Customer used the same strip lot and same strip vial on both systems. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva combo system. (B)(6).